Event description:
During an ash (abdominal supracervical hysterectomy), an echelon 45mm stapler was opened. When doctor tried to fire the stapler, it did not fire. He tried to use manual override but that did not work either. The stapler was removed from the field. A new stapler was opened and worked properly. No harm to patient.